Event description:
Fitted and provided a large short aircast boot to patient in the clinic. As patient walked out of the room with the boot, patient states she heard a pop and the bottom of the boot came out. New large aircast short boot refitted and given to patient.